Event description:
This complaint is now reportable based on the analysis completed on 05/21/2009. It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion. The lesion being treated was located in the left circumflex (lcx). The physician used a 2.0x15mm balloon to pre-dilate the lesion which resulted in 70% residual stenosis. The stent could not cross through the target lesion. The physician retrieved the stent and used another of the same product to complete the procedure. There were no patient injuries or complications reported, however, product analysis found stent damage. The patient was reported in "stable" condition.

Manufacturer narrative:
Visual and microscopic examination identified proximal stent damage. The proximal stent struts on rows 1 and 2 were raised. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context. (B)(4)